Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error code e117 was also discovered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunctions (error code e116, error code e117) occurred due to dust on the ram (random-access memory) which interfered with its function and caused the errors. The event can be prevented by following the instructions for use (IFU) which state: "[8.1 care] clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the camera control unit may break down and get damaged from overheating. [8.2 storage] store the equipment in the level position in a clean, dry, and stable location." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had an error e116. The issue was found during a laparoscopic cholecystectomy. The therapeutic procedure was completed with the same device. There was only a slight delay in the procedure but there was no impact on the patient. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned, however it is pending return to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.